Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired at 155,800 joules. Additional information reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, it was observed that the aim beam was firing straight and then it became end firing. There were no error codes that were displayed on the console when the event occurred. The patient did not experience any difficulties during the event. The user did not experience any injury from use of the system.